Manufacturer narrative:
Model number/catalog number: sc-1110, serial number: (B)(4), batch/lot number: 802543, model/catalog description: scs ipg2 dual array rechargable ipg. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing frequent ipg charging and fast battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively.